Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery through a 6fr sheath. The 70% stenosed target lesion was located in mid circumflex artery with a timi 2 flow. The left main artery was engaged using a 6fr 3.0 100cm non bsc guide catheter. After a 0.014 190cm non bsc guide wire crossed the lesion, a second non bsc guide wire was introduced to the second obtuse marginal artery as a buddy wire for extra guide support. Then a 2.25x20mm non bsc balloon catheter was advanced and serial balloon inflations were performed at 12 atmospheres for 10 seconds. Then a 06/2.50 flextome¿ cutting balloon¿ was advanced but was not able to cross the lesion. The device was exchanged to a 2.0x6mm flextome¿ cutting balloon¿. The balloon was inflated at 14 atmospheres for 10 seconds. A 2.5x12mm non-compliant (nc) non bsc balloon catheter was advanced and serial balloon inflations were performed at 16 atmospheres for 12 seconds. Then a 2.50x32mm promus premier¿ stent was advanced and successfully deployed in the target lesion at 20 atmospheres for 20 seconds. A stent-boost cineangiography run was performed to visualize the stent for proper placement of a 3.0x12mm nc non bsc balloon catheter for post dilation within the stented borders. However, it was noted that there was a small gap between the stent struts in the mid portion of the newly implanted stent. Post dilation was performed using the 3.0x12mm nc non bsc balloon catheter with serial balloon inflations at 22 atmospheres for 8 seconds. The guide wires were removed and final angiogram was taken with excellent results and a timi 3 flow with 0% stenosis. A tr band was applied then the sheath was removed and the procedure was completed. No patient complications were reported. The patient tolerated the procedure well and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).